Manufacturer narrative:
After battery installation, the down and left keypad buttons were not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's buttons were not working. Customer's blood glucose level was unknown. Customer reported that this issue started three weeks ago. Customer declined to troubleshooting for issue reported as the insulin pump will be replaced. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.